Event description:
It was reported that after an epicardial operation when the external pulse generator (epg) was in use on a patient it was pacing at a faster rate than the rate set. It was noted that after performing an electrocardiogram (ECG) and checking with the physician, it was determined that the pacing rate had increased. It was further noted that the pulse returned to normal when it was removed. The increased pacing duration was approximately sixteen minutes. The epg was turned off and on again after which it provided pacing at the correct setting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) was pacing at a faster rate than the rate set. It was noted that the lower case and battery drawer were both broken, the ring cover, ring and ring cover screw were all missing. The external pulse generator (epg) was returned to the customer unrepaired as per request. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.